Event description:
It was reported that the cine images on the 9800 system were blurry. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and display adaptor were replaced, and the wiring repaired during the service call. The system was tested, and found to be working as intended, and put back into service.